Event description:
Reportedly, on 2 may 2018, the battery impedance was 0.4 kohm and the estimated residual longevity was more than nine years. The remote report dated 4 december 2018 showed a battery impedance of 12.46 k ohms with an estimated residual longevity shorter than three months. The battery curve looked abnormal, no warning was displayed and the pacing mode was still safer. A follow-up was performed on 10 december 2018: the battery impedance was 0.53 kohm and the battery curve was normal.

Event description:
Reportedly, on (B)(6) 2018, the battery impedance was 0.4 kohm and the estimated residual longevity was more than nine years. The remote report dated (B)(6) 2018 showed a battery impedance of 12.46 k ohms with an estimated residual longevity shorter than three months. The battery curve looked abnormal, no warning was displayed and the pacing mode was still safer. A follow-up was performed on 10 december 2018: the battery impedance was 0.53 kohm and the battery curve was normal.